Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The report did not provide any specific information concerning the pump, procedure, or other particulars of the alleged incident. Without the actual product or details of the incident, an analysis cannot be conducted. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Pump finished in 38 hours instead of 54 hours.